Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported that approx 9 months post an uneventful xience v stent implantation in the mid left anterior descending artery, the pt was hospitalized for renal failure and congestive heart failure on (B) (6) 2009 and was treated with medications. The pt died at home on (B) (6) 2009. The cause of death was renal failure and congestive heart failure. The investigator considered the pt's death to be unrelated to the device or procedure. No add'l info was provided.

Manufacturer narrative:
(B) (4).